Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had surgery in (B)(6) 2020, ps insertion foundation created, in (B)(6) 2021, mrc was used, growing rod was placed. Pre-operative diagnosis for this procedure was scoliosis. It was reported that on the night of (B)(6), the physician called and said that the patient was hospitalized,  but they felt that the thoracic spine was swelling. The sales rep was informed that the screw might be loose. It was said that the examination would  be performed on monday (B)(6). Details of the malfunction would also be revealed with the examination, and there was a plan to perform operation on (B)(6). Simple extension would be performed if there is no malfunction. If there is a malfunction, ps replacement is expected to occur. There were no further complications reported regarding the event. Additional information received on 20-oct-2021: reoperation date: (B)(6) 2021 the left th1 / 2 ps backed out, the screw had completely come off from the pedicle. The two screws were replaced and the rod was re-crimped using tekmilon tape in combination. Two x10 were placed. Grputty 5cc bone grafting performed. Growing rod extension was performed only on the right side. The removed defective products cannot be obtained because they have been returned to the patient. No adverse events associated with the malfunction. Doctor's view on the cause of the malfunction--> pedicle was also narrow and there was no help for it.